Event description:
Healthcare professional reported a xen®45 gts post-operative event in the left eye described as "iop was 2 mmhg, implant has eroded through the conjunctiva, positive for choroidals and posterior uveitis." Ac was deep and full with no retinal detachment. The device has been explanted.

Manufacturer narrative:
The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.